Event description:
((B)(4)). Pt received epidural which was placed by dr (B)(6). After delivery pt was placed in proper position to remove epidural catheter. Minimal resistance was met with epidural cath removal. Epidural cath was slowly pulling out, and then suddenly snapped back. End of catheter was noted to be frayed, tip was not intact. Dr. (B)(6) notified of event, and stated that anesthesia would assess pt in the am. Pt was notified of event and plan of care.